Event description:
Patient had coolguard catheter placed, confirmed by chest x-ray. Tubing attached to catheter correctly and machine started on cooling settings. After 20 minutes machine alarmed air trap. Circulating fluid bag noted to be empty. New bag hung and machine restarted. Alarmed again 40 minutes later, circulating fluid bag empty. No leaking noted. New catheter placed, and hole detected in circulating fluid balloon of old catheter. With new bag in place, machine alarmed again, and bag noted to be empty. All 3 ports noted to draw blood, increased chest output, more serous (not bloody) in color, and no respiratory status changes. Coolguard line clamped and disconnected. Still infusing through triple lumen. Unknown whether balloon broken prior to insertion or if left clavicle fracture tore balloon when inserted. Second cath retained for analysis. Patient did not sustain harm.